Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a ipg revision procedure on (B)(6) 2025 [related manufacturer reference number:1627487-2025-00296], the patient's upper lead was explanted and replaced due to ineffective stimulation and high impedances to address the issue.